Manufacturer narrative:
Concomitant products: model: d224drg, ICD; implanted: (B)(6) 2011.

Event description:
It was reported that the patient presented after receiving a therapy from their implantable cardioverter defibrillator (ICD). Interrogation revealed the right ventricular (rv) lead exhibited high thresholds with a recent threshold spike, high impedance with a recent impedance spike, and oversensing noise. This resulted in an inappropriate therapy being delivered to the patient. A lead fracture is suspected. It was noted the lead noise was reproducible with in-office testing. The lead was capped and a new lead implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.